Manufacturer narrative:
It was later reported that the patient was complaining of dizziness and there was noise found on the pace/sense portion of the lead. The lead was explanted and replaced with a competitor lead due to the smaller diameter and patient anatomy. (B)(4).